Event description:
Kimberly-clark received a report stating, "we received a complaint from a customer that the breast drape was unsealed at the bottom end of the package." This was discovered prior to use. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that product met manufacturing specifications. The device was not returned for analysis; however, a photo that showed a pouch having an open bottom end seal was received. Review of complaints received by kimberly-clark found no similar events involving this same product and lot. A root cause for this reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.